Manufacturer narrative:
The reported event of a stuck lead could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Visual and bench testing of the lead bore were performed, and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
It was reported that during a procedure, the atrial lead could not back out of the header. The lead was cut and capped and replaced. No further information is available at this time.